Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "I'm on my last aligners yet have still had the problems I outlined previously. In addition, the right side of my jaw near my ear hurts sometimes now, especially after eating and can feel click at times. Like now, I can't bite without pain in that area. But as I mentioned, it is difficult to chew since my teeth are not connecting properly. I have never ground my teeth to my knowledge. If I had to guess, the contact issue happened around aligner 4. I only feel like I am hitting on my premolars. But now that I am at the end of my treatment, and I have all of these problems I don't think it will get better."